Manufacturer narrative:
MDR 3003442380-2026-83205 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent needle prior to insertion that did not pierce the skin, involving 15 infusion sets, starting on 01-jan-2025 with the last occurrence reported on 01-dec-2025, which resulted in high blood glucose. The event was treated with a correction bolus via the pump, the infusion set was replaced, and insulin delivery was successfully resumed.